Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The lead was previously reported as part of retrospective review for still in use devices. Evaluation summary: (B)(4): outer insulation breached, there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.

Event description:
The lead was replaced due to oversensing. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.